Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital with phrenic nerve stimulation, after receiving an alert for backup vvi mode. A device download was performed. No adverse event was reported.